Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys to her insulin pump became unresponsive during a bolus attempt and that the pump alarmed with failed battery test. After the alarm she attempted to program another bolus but the keys were still nonfunctional. The patient's blood glucose at the time of incident was 220 mg/dl. The customer stated that the pump would not accept any batteries and that she kept receiving failed battery test alarms followed by blank displays. Troubleshooting was initiated for the battery and display issues. The pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that there was not any damage or corrosion to the battery compartment, battery cap contacts, or spring. A new battery was inserted but the display remained blank. The battery cap contacts were cleaned by the customer and the new battery was reinserted but the display still did not return. The insulin pump was returned for analysis and a replacement device sent.